Manufacturer narrative:
The needle was discarded by the user and could not be investigated. Galil medical is aware of the potential for intermittent disconnections within the needles that can cause muscle or nerve twitching. Galil medical has implemented several process improvements, including enhanced screening, to reduce the potential for the intermittent disconnections in the needles. Although the lot number of the needle used in this procedure is unknown, it is likely that the needle was manufactured prior to the implementation of the process improvements. The overall risk to a patient of an intermittent disconnection in a cryoablation needle has been evaluated to be very low.

Event description:
A liver cryoablation case performed on (B)(6) 2016. Iceforce needles were used in this case and performed as expected. The patient being treated was frail and complained of shock-like sensation when argon was turned off during the change from freeze to passive thaw. The physician inquired about the sensation with the patient and confirmed that the sensation was likely a muscle spasm. The procedure was completed with no patient injury. The needles were discarded and will not be returned.